Manufacturer narrative:
Device returned to manufacturer - yes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 220 (mg/dl). The customer indicated a bolus with the pump would be delivered. It was indicated that the customer had manual injections as alternate insulin therapy available.